Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During post-operative care, staff reported a burn on the patients left hip. The cause of the burn is unknown. The surgeon reported it was near the site of the return pad, but it is unknown if the pad contributed to the burn. No further details were reported about the severity of the burn or interventions needed. Additional information and some patient demographics received. The size of the burn was approximately 2cm x 4cm. The severity was as full thickness burn that was treated with wound care follow-up. No other details expected at this time.

Manufacturer narrative:
(B)(4) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During post-operative care, staff reported a burn on the patients left hip. The cause of the burn is unknown. The surgeon reported it was near the site of the return pad, but it is unknown if the pad contributed to the burn. No further details were reported about the severity of the burn or interventions needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.